Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d2b: additional device product codes: gxl, hxx. E3: reporter is a j&j employee. H3, h4, h6: the customer reported that the hand piece for battery powered driver is not working. Once battery is attached, it will not turn on. The repair technician reported that the device contact plate was cracked and cosmetic test was failed. Loctite was present on d56 screw, wires was discolored, brown residue on barriers and rust on motor was present. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): the previous service event for part number 05.000.008 with lot number(s) 4116 has been reviewed. The customer called in a service request for this item on (B)(6) 2024 for battery power driver not working. The item was previously returned for service on 9-may-2012 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of battery power driver not working. The manufacture date of this item is 5-apr-2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver was not working. Once the battery was attached, it would not turn on. No further information was provided. Upon investigation of the returned product, it was noted that the item was cracked and had foreign residue present. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).